Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer was hospitalized for hyperglycemia on (B)(6) 2020. It was reported that customer's husband wanted to know if the insulin pump was working fine. It was reported that the customer was connected to the insulin pump at the time of admission. It was reported that the customer had high blood glucose levels of 13.0 mmol/l and the blood work was fine. Troubleshooting was not performed. The device is not expected to return for analysis.